Event description:
The customer reported via phone call that the buttons did not work properly while attempting to bolus. The customer also reported a button error alarm on the insulin pump that could not be cleared. Customer's blood glucose was 187 mg/dl. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
No button error alarm noted during failure analysis. Failure analysis found intermittently responsive up arrow button due to moisture damage on keypad trace. The insulin pump had broken reservoir tube lip and minor scratched lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.